Manufacturer narrative:
Additional information: b5, h3, f10/h6: device codes, h6. B5: upon clarification from the customer, there was no air or fluid leakage. There was an unspecified reload the set alarm indicating an issue with the setup prior to patient connection. F10/h6: device codes: replace 1250 with 3015. H10: the device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The device was run on an in-lab homechoice device with no alarms or issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had air leakage from an unspecified location. This event was noticed during priming. There was no patient involvement. No additional information is available.